Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a unspecified veterinary surgical procedure it was observed that when the air pen drive handpiece device had just been connected to the hose and the scrub tech stepped on the foot pedal, the mechanical popping sound of the drive shaft breaking was heard. The reporter stated that the sound was not loud, but it was distinctly that of a drive shaft breaking. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was noted that the spare handpiece device was used with the same hose and foot pedal and the devices worked perfectly. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was found that the motor had seized, was jammed, and was heavy moving. It was noted that the motor was blocked. It was also noted that the device failed pre-repair diagnostic tests for switching ring assessment, internal leak tightness, external leak tightness, and valve-control in "hand" position with hand switch. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.